Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump was under delivering. The customer¿s blood glucose level was 44.5 mmol/l at the time of hospitalization. The customer¿s other blood glucose was 30.9 mmol/l. The customer reported that the insulin pump was faulty as it was not delivering any insulin and he has been hospitalized on (B)(6) 2019 due to high blood glucose levels and ketones. The customer had nausea. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as because he was not getting any insulin. The insulin pump failed the high pressure test. The customer was advised to revert to the back-up plan. The device will not be returned for analysis.